Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed on (B)(6), 2012. According to the complainant, during the procedure, when the device was being stretched with the obturator, the internal bolster tore. Nothing fell inside the patient. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when the device was being stretched with the obturator, the internal bolster tore. Nothing fell inside the patient. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
Received one securi-t replacement with residue present on the device indicating use. The medicine port and feeding port were in the open position and the c-clamp was closed. The external bolster was located at approximately the 15 cm mark and was without issue. A visual examination of the device found the internal bolster to be securely attached to the tubing. The tip of the obturator anchor pocket of the internal bolster was found to be torn. Bolster appears to have been molded properly with no voids, bubbles or thin areas noted. The condition of the returned unit was not consistent that the internal bolster was detached. Because the bolster was not found to be detached, the most probable root cause is not confirmed. Confirmation was made with the facility to ensure the complaint device was sent back. Based upon the investigation results the event has been changed to non-reportable.